Event description:
Cine image review: procedural images were provided for review. The images confirm that the patient underwent previous CABG. The target vessel for this intervention was the lcx. The lcx showed diffuse calcified disease from the proximal to the distal vessel. The images did confirm the deployment of a 3.0 x 30mm stent in the proximal lcx. Subsequent images shows the presence of a dislodged stent within the newly deployed 3.0 x 30mm stent. No images were provided showing the delivery or attempted removal of the stent and delivery system. Treatment on the vessel was completed by crushing the dislodged stent against the vessel wall and with deployment of a final stent in the mid to distal vessel.

Manufacturer narrative:
Evaluation conclusion: operational context contributed to the event (delivery of the stent may have been hindered as it was being delivered through the newly deployed stent). Device not returned. (B)(4).

Event description:
It was reported that a physician was using a 3.0mm diameter x a 09mm length resolute integrity rx drug eluting stent to treat a lesion in a patient when it was reported that the dislodged. No patient injury or clinical sequelae were reported.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent embolism (dislodgement)). No results available since no evaluation performed (device or procedural images not provided for review). (B)(4).